Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The device was returned for evaluation, however subsequent testing could not verify the complaint. The unit was damaged in shipping. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Walker is falling apart at the rivets.